Event description:
Reporter used for arthritis pain and wore for about 2 hrs. She reported a severe burning sensation and removed patch. Area was red, inflamed and itching, and she noted water blisters on leg and ankle area. She took tylenol to relieve pain.